Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported left side breast implant has ruptured, silicone is leaking, and there's apparently even silicone in a lymph node, pain and movement difficulties in hands and legs. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "variety of problems, breast implant has ruptured, silicone is leaking, and there's apparently even silicone in a lymph node, pain and movement difficulties in hands and legs". Healthcare professional later reported "pain, movement restrictions, suspected implant rupture and suspected siliconoma". Patient later reported "I have now survived the painful operation with significantly larger scars as a result". Healthcare professional later reported " pain, movement limitations, implant defect (rupture)". Patient's representative later reported "implant was as if tattered, disintegrated", "escape of silicon into the surrounding tissue", "pronounced capsular contracture" baker grade unknown, "pain", "swelling", "pressure", "psychological stress", "lengthy healing processes, scarring, permanent sensory disorders and limited resilience", "sleep disorders", "discomfort", "numbness" and "nipples have varied in height since the operation". Patient was hospitalized from (B)(6) 2025. This record is for the left side. Device has been explanted. Device was returned.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. ¿ granuloma: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported left side breast implant has ruptured, silicone is leaking, and there's apparently even silicone in a lymph node, pain and movement difficulties in hands and legs. Device remains implanted. Device has been explanted.

Event description:
Patient reported left side breast implant has ruptured, silicone is leaking, and there's apparently even silicone in a lymph node, pain and movement difficulties in hands and legs. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported "pain, movement restrictions, suspected implant rupture and suspected siliconoma". Patient later reported "I have now survived the painful operation with significantly larger scars as a result". Device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.